Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning approximately 2mm proximal to the proximal end of the proximal markerband and extending approximately 39mm distally to the proximal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified damage to the tip. This type of damage is consistent with excess force being applied as a result of meeting resistance when attempting to cross a lesion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. A 6.0 x 40 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.